Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received failed battery out limit. The customer¿s blood glucose level was 200 mg/dl. Customer stated that they tried several batteries and different caps and only now got the insulin pump stop saying battery failed. Customer also complained for low battery. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed the operating currents, self test and displacement test. No low battery alert and no failed battery test alarm noted during test. The insulin pump was received stripped battery cap coin slot and broken battery cap.